Manufacturer narrative:
This is being reported for a problem found earlier. An investigation of the case logs revealed that while verifying the merge, the software displayed a warning stating "possible shift of the drb detected by surveillance marker. Trajectory motion disabled. Perform an anatomical landmark check and reset surveillance if applicable." After this warning is presented, it is recommended that the user performs an anatomical landmark check. Furthermore, when reevaluating the merge post-operatively, it was reported that l5 contained a pre-operative merge shift. Pre-operative merge shifts can lead to navigation integrity issues and the misplacement of screws. It is recommended that the user performs an anatomical landmark check after verifying the merge. Finally, during the placement of screws, the software detected and then alerted the user of excessive deflection during screw placement, which can be caused by skiving. The misplaced implants were corrected intraoperatively and there were no reported adverse effects to the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.